Event description:
Customer alleged the onboard charger is getting too hot causing issues to chair. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 10 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the on board charger is getting too hot, causing issues with the power chair. The chair is registering 31.5 volts when the normal voltage is 27-29 volts. The power chair is at the dealers warehouse waiting for the arrival of the new charger. An RMA has been issued an the old charger is to be returned to invacare for an inspection and evaluation. No injury alleged.